Event description:
It was reported that during a fistula angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in a fistula in the arm. The mustang 9.0x40, 75cm balloon catheter was selected for use and ruptured at an unknown atm. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Event date: within (B)(6) 2012. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was torn circumferentially at approximately 24mm distal to the proximal transition zone. It was noted that the device was returned within an introducer sheath. It was not possible to remove the device through the sheath due to its returned condition. The distal portion of the balloon material is covering the distal tip. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a fistula angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in a fistula in the arm. The mustang 9.0x40, 75cm balloon catheter was selected for use and ruptured at an unknown atm. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.